Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had peeling on acoustic lens, damage on ultrasonic probe, there was insufficient adhesive in the screw holes of the distal end and there was a gap between distal end and forceps cover. The air/water cylinder and distal end had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.